Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Read note on paperwork. It says nothing about removing bottom (clear) strip. I want both replaced. These directions are not specific enough. The pack I purchased had 2 night protectors. I followed the directions on the enclosed directions. I boiled and fit the first one several times. When I wore it. It pure sores in my mouth. I then did the 2nd one according to the directions. I re-fit it several times as well. I then went to watch it on the video. The directions say to remove the white strip. Both of the protectors were totally clear. The 2nd one made my mouth even worse. I bent the mouthpiece around and discovered it separated from the bottom part. I re-watched the instructions. Both parts are clear. There were no white strips, so they did not match the video. The instructions that came with this device do not tell about the cold water. They say nothing about removing the bottom part being removed. I still believe in your product, but your directions are awful. I am also sending the directions that came with it. I would like a two night protector replacement set to try again. I re-fit the 2 too many times and they are useless.